Event description:
The customer reported the temp sensor failure is the error message on the c-arm.

Manufacturer narrative:
The ge svc rep checked the system and found a temperature sensor fail in rus log files. He checked the temp sensor resistance using the fluke multi meter check pass. He reseated connectors to the temp sensor, flashed nodes and rebuilt system files. Checked operation. Machine works as intended.